Event description:
Dr planned to place 2 endografts into the pt's thoracic aorta, landing at the left carotid, (there was a previous carotid - subclavian bypass). He placed the first graft perfectly, landing right before the left carotid. He tracked up the 2nd graft and the dilator tip from the 2nd graft, pushed the first graft forward, so that it was now covering the left carotid and innominate. He tried to pull the graft down with a coda balloon, but was not as successful as he would have liked. He had to open the pt to complete a bypass from the ascending aorta to the innominate and the left carotid. The pt had to be opened, to complete a bypass from the ascending aorta to the innominate artery and the left carotid artery.

Manufacturer narrative:
Investigation is in progress.